Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump act button was hard to press. The customer's blood glucose value was unknown. Customer stated insulin pump screen was hazy and hard to make some setting changes. Customer stated crack in reservoir compartment and insulin pump reject new batteries. Customer stated insulin pump had error code and random no delivery alerts. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. No crack on reservoir tube noted, the test reservoir p-cap was able to lock in place. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected charge or battery anomaly were noted. Device passed rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. No unexpected error message during testing noted. (B)(4).